Event description:
It was reported that the intra-aortic balloon (iab) blood going into the adult safety disk. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact phone number: (B)(6). The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).